Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. Lead to device header connections were verified to be appropriate. The right atrial (ra) and rv lead were capped and replaced with a new ra and rv lead on the left side and connected to the chronic pacemaker in the new pocket due to placement of a peripherally inserted central catheter (PICC) line on the right side for dialysis. No additional adverse patient effects were reported. This product remains implanted and in service. The root cause of the high out of range pacing impedance measurements was not determined.